Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 17258536.

Event description:
It was reported that the patients leads migrated and had high impedances. It was also noted that the patient was experiencing inadequate stimulation the patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted leads were discarded.